Manufacturer narrative:
UDI# (B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator alarm icon appeared when the device could not pass the self check. There was no patient involvement.